Event description:
Patient developed mitral incompetence(grade IV) and early degeneration of the tspv valve with estimated aortic stenosis of 0.7 cm. At explant, there was calcification of the commissure posts and also pannus or thrombus lining the base of the non-coronary cusp. The valve was removed followed by a partial resection of the porcine aortic wall. The aortic incompetence appeared to be due to dilatation of the aortic ring and mild prolapse of "p3" (posterior native mitral valve). A 23 mm perimount bioprosthesis was implanted in the aortic position along with a mitral annuloplasty ring.